Event description:
The patient reported swelling of her eyelids, a lump near the treatment site and that the wrinkle looks deeper after treatment with cosmoderm. The physician treated her with intralesional cortisone injection. The patient would not allow allergan to contact the physician, therefore, this event has not been substantiated by the health professional.